Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the pump battery was depleting quickly and could not be charged resulting in the pump shutting off. Reportedly, the customer was discharged on (B)(6) 2024. No additional information was provided and the customer declined troubleshooting with tandem technical support.